Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information was supplied by the customer. The subject device was not used in the procedure during the period of waiting for culture results. After the positive culture was found, the subject device was quarantined. The device was reprocessed two (2) times before each sample. The device was last reprocessed at the customer site the day before sending. The sampling was taken after treatment. The storage environment of the device before sampling was an "eset" cabinet. The date when the device was used for a procedure was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information regarding the customers cleaning, disinfection, and sterilization (cds) processes, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled, and less than one (1) colony forming unit (cfu) of microorganisms was identified. The obtained results are in conformance with the requirements. The device was evaluated by olympus. The evaluation found that the lens glue, charge-coupled device cover lens glue, and the plastic distal end cover were chipped; the distal sheath glue was separated; the up/down knob angulation was less than the specified value; the bending tube was shorter; the charge-coupled device unit had a grainy image; and the channel cleaning brush passage in the biopsy channel was less than the specified value. Additional information has been requested regarding the cleaning, disinfection, and sterilization (cds) processes performed onsite; however, this information has not been received to date. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope tested positive in an all-channel sample for five (5) colony forming units (cfus) for bacillus species (mesophiles) and coagulase-negative staphylococci. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.